Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was seen in the emergency room after receiving a shock. Upon device interrogation it was noted that the lead had displayed noise and oversensing which lead to the inappropriate shock. The lead was reported to have fractured. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.